Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd integra¿ 3 ml retracting safety syringe with 23 g x 1 in. The needle broke off and remained in patient. Patient went to ER to have it removed. The following information was provided by the initial reporter: pharmacist called in as customer was using integra syringe for testosterone during injection in gluteal the needle broke off and remained in patient. Patient is on their way to ER to have it removed. Lot# 0325703.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety when adequate pressure is applied to the inner plunger rod. Since the condition is related to customer awareness a potential root cause could not be established and corrective actions are not necessary. The reported condition is related to a customer awareness issue, therefore a device history review is not required.

Event description:
It was reported that during use with bd integra¿ 3 ml retracting safety syringe with 23 g x 1 in. The needle broke off and remained in patient. Patient went to ER to have it removed. The following information was provided by the initial reporter: pharmacist called in as customer was using integra syringe for testosterone during injection in gluteal the needle broke off and remained in patient. Patient is on their way to ER to have it removed. Lot# 0325703.